Event description:
The consumer indicates that she woke up at 0300 hours to the smell of burning and noises of pop and sparking. The consumer turned on her light and it immediately started flashing so she turned off and unplugged the dialysis machine and its modem as well as a vaporizer connected to a surge protector. The vaporizer notes that the vaporizer was spraying water out of it instead of steam. The consumer notes that when she dumped the water from her vaporizer, black chunks were also in the water. The consumer states that the unit was used only twice for approximately four hours each use. The consumer plans on keeping her vaporizer for at least the next thirty days. (B)(6). Purchase date: (B)(6) 2019.